Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. It was noted that the square piece of white foam on the delivery system was off-center and interfered with the advancement of the capsule trocar needle. No serious injury to the pt was reported.